Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer changed the cartridge and infusion set. The customer's blood glucose level was elevated and has since been resolved. As the pt was driving at the time tandem technical support was contacted, troubleshooting to determine a possible cause of occlusion could not be performed.